Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed customer wanted to know why he was getting the error code saying that the door was still open. 1. Check administration set is correctly installed. 2. Replace door latch sear if bent or broken. 3. Replace air in line assembly. 4. Return to factory. A review of the device history record for sn(B)(6) was performed from date of manufacture, 06/02/2014 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was not confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.. Ca-2014-0284 for air in line, ca-2013-0494 for sear damage.

Event description:
It was reported that the device received an error code saying that the door was still open. There was no patient involvement. Resolution. Steps taken to solve. Check administration set is correctly installed. 2. Replace door latch sear if bent or broken. 3. Replace air in line assembly. 4. Return to factory.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an error code saying that the door was still open. There was no patient involvement.